Event description:
A report has been received stating that the battery charger is getting very hot. A call was placed for additional information; however, to date no further information was received. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1134791, rev.g(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.